Manufacturer narrative:
The customer indicated the devices were discarded.

Event description:
General report received of an unspecified number of undocumented incidents of leaks of unspecified chemotherapeutic agents. The nurses reported experiencing an unspecified "pressure problem" when disconnecting the secondary tubing sets from the clave port of the plumsets. Subsequently, a few drops of the chemotherapeutic agents leaked. The chemotherapeutic agents that leaked were cleaned up according to the facility's protocol. There were no reported adverse patients effects. No medical interventions were provided. Though requested, no additional information was provided.